Event description:
A complaint report was rec'd stating the pt's precision sys was explanted due to an infection at the incision and pocket site. No culture samples were taken. The pt was treated with antibiotics.

Manufacturer narrative:
The explanted prods will not be returned for eval, as they were kept by the medical facility.